Event description:
Edwards received additional information through follow-up with the health care provider that the valve in valve procedure was successfully completed with a non-edwards transcatheter valve was implanted. Post-procedural echocardiogram showed successful tavr placement with no significant perivalvular and valvular regurgitation. The patient was discharged in stable condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis and pvl remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 21mm pericardial aortic valve will undergo a via a valve-in-valve procedure after an implant duration of 13 years, 1 month due to severe stenosis, regurgitation, and mild to moderate perivalvular leak. A transcatheter valve replacement procedure is scheduled for some time in the future.